Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of over 500 mg/dl and neuropathy; cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. No additional patient or event information was available.